Event description:
It was reported that during an unrelated procedure, fluoroscopy revealed that there was an externalized silicone conductor on the right ventricular lead. The lead was capped and replaced. The procedure was successfully completed without any adverse event to the patient before, during, and after the procedure.